Event description:
It was reported that the surgeon thinks that he inverted the lead electrodes during implant surgery on the patient the day prior. The surgeon indicated that he planned to fix the placement since the patient was still hospitalized. Additional information was received that the patient underwent lead revision where the position of the electrodes was corrected and the patient is fine. It was reported that x-rays confirmed the electrodes were initially placed incorrectly.